Manufacturer narrative:
An analysis of the complaint sample was not conducted because the complaint sample was not returned for investigation. The device history record and manufacturing process was reviewed, and inspection report shows that no specific manufacturing yield issue were reported similar to the reported complaint condition..quest medical will continue to monitor complaints for trends.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
The report received states that a strange flaw was seen at the inlet to additives ll at the heat exchanger when setting up the device for a case. The device was replaced and was not used for the case. There were no patient complications.

Manufacturer narrative:
An analysis of the complaint sample was conducted, and the console had a leak in the internal tubing and was repaired. Error 202 was due to fluid intrusion which corroded at the encoder. Encoder was replaced and all testing passed post repair. Quest medical will continue to monitor complaints for trends.